Manufacturer narrative:
After the hospital performed the pathological evaluation, the samples were discarded. Catalog and lot numbers were not known; therefore, our investigation is limited and no conclusions can be drawn.

Event description:
In 2006, surgiwrap was placed and sutured to the anterior uterus following a c-section. In 2008, the patient returned with chronic pelvic pain. Upon examination, the pt had many small white lesions that were described in the pathology report as a foreign body reaction.